Manufacturer narrative:
The remote service engineer (rse) advised the customer to change the configuration for the ECG lead placement to the cm5 configuration which places the ra to the suprasternal notch, the la to the v5 position and the ll on the left shoulder. With this placement, you create a pseudo v5 which creates a larger qrs segment/line to counteract the fact that the pacer spikes and the qrs complex were overlapping which caused the issue in the first place. No other information was provided. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a configuration issue. It was recommended to change the configuration settings, however no further information was available.

Manufacturer narrative:
E1; (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that 5-lead hr values displayed low for pacemaker patients. The device was in clinical use at time of event, there was no adverse event reported.